Event description:
Additional information received reported, the patient was awaiting liver disease evaluation and surgical clearance. There were symptoms of pain and the inability to recharge. No hospitalization was required and there was no injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had pain all over. The pain was acute. The pain started around mid (B)(6) 2011. It was also noted that the patient's device is flipped so she was unable to charge the device. The ins had flipped twice. The healthcare provider performed surgery to anchor ins down, date unknown. Since then, the patient's ins had flipped again and had been flipped since. The patient's white blood count was low and her liver enzymes were high. The patient had had 3 CT scans in the last few months but could not state when. The patient's healthcare provider wanted to check to see if she was allergic to device materials. The patient had recently found out she was allergic to metals and latex which is why her healthcare provider wanted her to get materials of device. The patient wanted to know what components of device are made of to determine if she was allergic. It was reviewed the device is made up of materials such as titanium, silicone, and polyurethane. The patient was looking to see if the device could be explanted. The physician will not do surgery to explant ins until they find out what is causing the patient's liver enzymes to be so high. The patient had the device implanted for pain in her right leg but now the pain was not as bad anymore. The patient planned to call their healthcare provider to have him request an allergy kit. The patient was at home at the time of the report.

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 37092, lot# 260860001, serial# implanted: (B)(6) 2010, explanted: product typ accessory. (B)(4).